Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the acquisition system computer was replaced and the images were restored from backup. A system checkout was performed after replacing computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure upon boot up the imaging system displayed a "system booting, please wait". Restarting the mobile view station (mvs) and image acquisition system (ias) 3 times did not resolve the issue as same message was message was displayed every time. Medtronic representative tried accessing the system via remote desktop but was not possible as the acquisition system computer was not reachable. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would remain in "initializing, please wait" while installed in a known operational system. It was noted that x-ray and motion functionality would not ready. The os was then re-installed on the unit and functionality was restored. If information is provided in the future, a supplemental report will be issued.